Event description:
It was reported the patient's pump was placed so high that it felt like it was in her ribs. Last thursday, they opened up the pocket more to move the pump down. It was noted the patient's rate had been increased by another healthcare professional (hcp) so when they went in for surgery the pump was alarming due to a low reservoir alarm. It was noted the other hcp turned the patient up multiple times and had not notified the managing hcp of the rate change so they had been expecting the refill to be in (B)(6). It was noted the surgery facility did not have the required drug to fill the pump so the patient was sent to their homecare facility the day after the revision to refill the pump. It was noted the area was very swollen and it was uncomfortable for the patient to have to be "stuck" that shortly after surgery. The patient was upset about this. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).